Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level was 94 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. In addition, it was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. The pump was able to be charged successfully with an alternate wall adapter. Replacement wall adapter sent to customer.